Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported by viecuri venlo hospital that a patient had a broken gamma 3 nail within 6 months of implantation.the broken nail was removed with the universal extraction set and treated with a hook plate g5 synthes.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as meeting specifications prior to distribution. During investigation no material, design or manufacturing related issues were found. The investigation revealed that the nail was drill marked within the anterior bridge of the proximal lag screw hole. The anterior breakage line was found within the drill marked area. This misdrilling effect weakened the anterior bridge and caused a notching effect on the lateral side, which significantly increases the chance of nail breakage. Misdrilling could occur in case the target device was damaged previously, the instruments were not assembled correctly or bending forces to the step drill during drilling. The operative technique states that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the anterior bridge; the bridge broke step by step. The lines of rest run from lateral to medial. In combination with the found drill marks, these lines of rest indicate, that the nail breakage started at the anterior bridge at the lateral side. After the anterior bridge was fully or partially broken, the posterior bridge followed step by step. The nail broke due to a fatigue fracture. Intra-operative implant damages are listed in the IFU. If further adverse effects like obesity, delayed or non-union or excessive weight bearing contributed to the nail breakage, could not be determined due to missing information. A more precise evaluation was not possible based on the given information. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
It was reported by (B)(6) hospital that a patient had a broken gamma 3 nail within 6 months of implantation. The broken nail was removed with the universal extraction set and treated with a hook plate g5 synthes.